Manufacturer narrative:
If follow-up, what type, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, balloon and tip were microscopically examined. There was contrast in the balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. Microscopic examination of the balloon revealed a 12 mm longitudinal tear from the mid-section to the distal end of the balloon. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The directions for use states; "do not exceed the rated balloon burst pressure.¿ ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. In-vivo balloon pressures shall never exceed the rated burst pressure.¿ the most probable root cause has been determined to be use/user error as the reported event indicates the balloon was inflated to 14 atm which is above the rated burst pressure for 4.0 mm diameter devices, and it is likely that the over-inflation contributed to the balloon burst/rupture. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian artery. A 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body and the patient's status was good.